Event description:
Reporter alleged, the lancet needle that is a part of multiclix lancing system used in finger-stick blood glucose testing did not retract and the needle was protruding through the top of the test strip drum. Reporter stated no actions were reported taken or treatment received. It was not provided whether the needle would not retract when priming the device or after it was fired. No other information could be obtained by the manufacturer despite several unsuccessful attempts being made to contact the reporter. A request was made for the return of the suspect device and replacement product was sent.